Event description:
It was reported the right ventricular (rv) lead demonstrated high impedance with an apparent fracture. An attempt to remove the lead was unsuccessful. During the explant attempt, it was discovered the right atrial (ra) lead was attached to the rv lead and, subsequently, the ra lead was removed. The ra lead was "working well" prior to explant. The rv lead was surgically removed the following day. Neither lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.